Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the medical grade power supply (mgps). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci system training/demo session that the surgeon side console (ssc) would not power on. The ssc power button stayed off. The simulator was able to power on. The customer performed a hard power cycle; the ssc powered up momentarily but immediately turned off. Reconnecting the power cord did not resolve the issue, nor did moving the power cord to a known good outlet. The vision side cart and patient side cart had no issue. There were no reports of patient involvement.